Event description:
The facility stated that the surgeon implanted an aq2003v 3 piece silicone lens. The lens tore upon insertion into the eye. The lens were removed. No patient injury. The injector model and lot number were not specified by the facility. The cartridge model aq cartridge fp, lot number was not specified by the facility.